Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator changeout procedure, the right ventricular lead was capped and replaced due to lead fracture. The ventricular lead was plugged into the psa to keep delivering ventricular pacing to the dependent patient before implanting the new lead. The patient condition is fine after the procedure, and the patient did not experience any symptoms before or during the procedure.